Event description:
It was reported the customer was hospitalized for diabetic ketoacidosis. The details of the customer's hospitalization was not provided by their healthcare provider. The caller reported the customer was not wearing the insulin pump at the time of hospitalization. The caller was assisted with exiting the rewind/prime loop on the customer's insulin pump. It was also found the customer had multiple no delivery alarms in their alarm history. Customer change their infusion set shortly after the alarm occurred. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.